Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system where it passed normal mode. The usm was also tested on an in-house functional test platform where it passed with no related errors. The instrument sterile adapter (isa) printed circuit assembly (pca) was inspected, and no damage or fluid intrusion was found. The isa pca will be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, one of the universal surgical manipulators (usms) of the patient side cart (psc) stopped working. The customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance. The surgical procedure had already been completed when tse was contacted. The customer stated that the usm 3 was disabled. The tse reviewed the system logs and noted errors 23008 pot to encoder error for the usm 3. The tse confirmed on the logs that the usm 3 was disabled during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the usm 3 was disabled during the surgical procedure. The surgeon was able to complete the surgical procedure with three usms. There was no patient injury or harm.